Event description:
Materials resource mgr stated that while using resuscitation bag on pt no air escaped. Exhalation filter had little opening (about 3mm). Plastic piece was not punched. Risk manager reported in medwatch that bag has a defective exhalation port. As the pt was being ventilated, he was unable to exhale. This caused the pt to sustain a pneumothorax. The pt required ventilator support for approx 48 hrs.

Manufacturer narrative:
A ventlab dealer representative went to the hosp on 04/16/07 and met with their regional dir of risk, safety and security. He heard two versions of what happened. He also had the opportunity to observe the bag in question and rec'd more info about the pt. The pt shot himself in the neck with a nail gun and did not seem to be in any respiratory distress but the decision was made to intubate because there was swelling in his neck and the pt was developing subcute emphysema. At that point there were two versions of the event. One is that they bagged the pt for a few minutes and noticed that it was getting harder to ventilate and the pt could not exhale. They grabbed another bag and everything with that bag functioned properly. The second story is that they could not bag the pt for the above reasons immediately. Eventually the pt was put on a ventilator. We are told that the pt experienced a pneumothorax but was released from the hosp and seems to have recovered just fine. The ventlab dealer representative pointed out to the regional director of risk, safety and security that there are four large openings around the domed area of our expiratory filter. The allegation was made that the small 5mm hole on the dome was plugged on the filter in question and the initial belief by the institution was that this was the problem with the ventlab bag and subsequently caused the incident. The ventlab dealer representative demonstrated that there would be no problem exhaling event if this 5mm hole were totally occluded. Finally, he looked at the bag in question. It functioned as designed. There are some yellow stains on and aorund the duck bill valve but everything looked in order and the bag was perfectly functional. Although this hospital's configuration included a peep valve, no peep valve was ever mentioned or available for examination. Conclusion: with a pneumothorax this condition can work as a one way valve, let air into the thoracici cavity and not let it return by normal path through the trachea. Air also follows the path of least resistance. With a pneumothorax in place this is the path of least resistance until it becomes a tension pneumothorax which must be treated immediately by placing a very large bore needle between the second and third intercostals space or between the second and third rib just below the clavicle. If not treated and decompressed immediately death is imminent because the pressure caused by the pneumothorax also compresses the heart and will cause it to be unable to contract and stop. A pneumothorax will also cause a shift in the trachea which will indicate which side the pneumothorax is on: shift to right indicates a left pneumothorax. This tracheal shift may also restrict flow of air out of the trachea properly.